Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine (n/a mcg/ml at n/a mcg/day) and fentanyl (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient came into the emergency room (ER) and they were questioning whether she was getting too much medication from the pump and would like to turn off the pump. The hcp thought the patient had a refill yesterday and apparently, they have been getting less drug than expected but the hcp was not sure how long it been going on. She also stated patient came in with other "unrelated issues" but did not specify what those were. Reviewed the option of emptying the pump or contacting a company representative (rep) to help them program the pump lower or stopped.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the cause of the event was unknown at this time. Action/intervention: the catheter will be replaced. The patient on hospice passed away, but the device was not a contributing factor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal fentanyl, bupivacaine, clonidine and hydrocodone (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the customer contacted the rep regarding volume discrepancies with a pump over the past couple of refills. The rep stated they were expecting like 3 ccs and got back 9. The rep stated that he discussed programming considerations and reviewed the possibility that there was a kink in the catheter. The rep was told that the therapy was not working as well as expected and patient had shown no improvement at all since the issues started. The agent reviewed option to do a catheter access port (cap) dye study. The rep stated he would follow up with the hcp. The rep was not with the account. The fourth medication in the pump was hydrocodone per rep. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that diagnostics /troubleshooting performed indicated an underdose for the patient and she was not getting pain relief. The patient ended up at the hospital for multiple issues and the only issue from the pump was that since refill her pain had been worse. The cause of the volume discrepancies was determined to be a blockage of the catheter. The rep stated that they dropped her 24 hr rate from 1700 mcg of fentanyl to 1000 mcg, after two days, there was no withdrawal, so they lowered it to 500 mcg and then to minimal rate until they would change out the catheter. There were no significant withdrawals to the patient and it was reported that the catheter must have an issue as it was 15 years old. The serial number of the catheter was provided. The patient's weight was not provided and identifying information along with pump serial number for the patient was provided.

Manufacturer narrative:
Continuation of d10: product ID 8731sc serial# (B)(6) implanted: (B)(6) 2008 product type catheter, ubd: 2010- 07-08, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.